Manufacturer narrative:
No product was provided with the complaint. Similar size 0 and size 1 sutures were evaluated by the director of medical affairs. Both size 0 and size 1 suture products held well with three knots when the knots were squared. Both would slide on the second knot. If the second knot was welll squared, slippage was minimal and the suture would lock if continuing to pull on the second throw. Neither showed any sign of knot slippage on the third throw. It was found that either size would slip if a stacked granny knot was used, even if 6 or 7 throws were placed. Suture should be tied with a good square knot and should have a minimum of three throws in the knot.

Event description:
Knots untying. Customer reports that suture knots untied following herniorraphy which required intervention to repair.